Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; cause was not known. Bg value not provided. Elevated bg was attempted to be addressed by correction bolus via pump and site change. On (B)(6) 2026, the customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.